Manufacturer narrative:
(B)(4). Evaluation (there was no device failure). The abbott field service representative (fsr) performed preventive maintenance (pm) on the axsym on (B)(6) 2009. The fsr replaced the tadx lamp and the axsym meia lamp as part of the pm. The fsr found the customer did not have a discrepant result issue with cmv igg patient results. The fsr verified all cmv igg patient and control results were repeatable before and after preventive maintenance was performed. No additional investigation of this issue is needed since the customers issue was resolved with customer interaction and training.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the axsym analyzer has generated a false negative cmv igg result on a patient sample. The initial result was negative at 14 ua/ml. The sample was then tested by the vidas method and the result was positive. The sample was retested on the axsym and the result was positive 22 ua/ml. There was no adverse impact to patient management reported.